Manufacturer narrative:
The insulin pump alarmed button error and the buttons were unresponsive due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The device had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. However, she did say she was out and wasn't sure if issues could have been caused by the heat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.